Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 43 mg/dl. Customer was treated with food for low blood glucose event. The customer did not experience any symptoms of low blood glucose value. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using the auto mode. Troubleshooting was performed. Customer will continue the use of device. No further patient complications were reported.